Event description:
Reusable robotic prograsp snapped during case while in abdomen. Prograsp was not holding any tissue of patient when prograsp snapped/broke. Item was tagged and sent down to sterile processing department (spd). New prograsp was acquired and used during case with minimal delay. Da vinci representative was notified that a prograsp (with lives remaining) was broken. Item left with spd team for return process. Lot: #k11220718-0275; ref #471093. Manufacturer response for reusable robotic prograsp , da vinci robotic surgical system (per site reporter). This has been released to biomed for evaluation. There has been no manufacturer response yet.